Event description:
It was reported that the guidewire detached and remains in the patient. The target lesion was located in the left anterior descending (lad) artery. A rotawire was parked in the distal lad in either a branch or septal. The procedure was started with the use of a 1.5 burr then upsized to a 1.75 burr with no issues noted. The burr did not come close or in contact with the radiopaque part of the guidewire. The procedure was completed and the 1.75 burr was removed. It was noted that the radiopaque part of the wire detached in a 90 degree angle of the lesion and remained in the distal septal of the lad. There were no attempts made to remove the detached part of the guidewire from the patient. The patient is doing well post procedure.